Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after a coronary chronic total occlusion (cto) procedure with a 6f sheath. Reportedly, a prostyle device was inserted and used without issues. However, after closing the foot plate, the device was difficult to remove from the anatomy. After maneuvering, the device and suture were successfully removed from the anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.